Manufacturer narrative:
(B)(4). Date sent: 01/31/2022. D4: batch # 119a26. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: prior to opening the instrument and releasing the tissue, the edge of the reload or the side of the anvil may be used as a guide to transect tissue (not vessels) or to excise tissue which is protruding through the jaws. This aids in cutting at a proper distance from the staple line. Open the jaws by pushing the release button and releasing the grasp of the closing trigger the triggers and jaws will fully open, releasing the tissue. Remove the instrument. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2022. Additional information received: device got stuck on my patient¿s pulmonary artery during his pneumonectomy. We were able to remove it without injury to the patient.

Event description:
It was reported that during a pneumonectomy the device, while on the pulmonary artery, would not open. They were able to remove it with no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details how device was opened/removed? The stapler was closed on the tissue and the tissue got caught up in the jaw after firing. The stapler did not release the tissue from the jaw. I needed to get a vascular clamp under the stapled vessel to obtain control and then pry the tissue out of the stapler. High stress issue on left main pulmonary artery. Was there any change in the procedure? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.